Event description:
A regularly donate blood at the blood center. The staff asked me if I would consider using the new alyx system, which takes 2 units of red cells, and puts everything back into the body. I repeatedly asked them if there were any side effects or problems reported from others. They said no, it would feel the same. It was not the same at all, a horrible experience that had to be stopped. First the needle was very painful. That I could tolerate. But then the system started skipping and jerking. They couldn't get it to stop, said it was due to low flow, and had me start squeezing the ball more. Then the first cycle of saline into me started. It was a different temperature, so I could feel it going down my arm. But the worst part and the reason I am reporting is that my throat started to close up, I tasted salt throughout my throat, nose and eyes. I started to panic when my throat was closing up. They did not seem surprised at all, which made me angry because they never told me this was a possibility. They immediately took out the needle. The second reason I am reporting is because saline flowing into my arm was extremely painful; the pressure was intense and it felt like my vein was going to burst. Finally, I had a very large purple bruise at the site, lasted 5 days. Unknown MFR used at blood centers.